Event description:
During ureteroscopy, a stone became trapped inside the stone basket. The surgeon needed to cut the basket off the wire. The basket and stone remained in the patient. A stent was placed. The patient was scheduled for a repeat ureteroscopy.